Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: there was evidence of short battery life illustrated in drastic voltage drops leading to low battery warnings and replace battery alarms on (B)(6) 2015. ¿ez-prime¿ steps were performed correctly; however, the sleep current draw was out of specification. A short battery life was confirmed during testing. The pump¿s cover was removed and there was moisture observed internally. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.